Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 37 complaints, regarding 38 devices, for this device family and failure mode. During this same time frame 202,915 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a debridement procedure on (B)(6) 23 when it was reported, ¿¿the tip of an edge bipolar arthroscopic wand broke off in the patient's knee.¿ there was no report of injury, medical intervention, or hospitalization for the patient or user. The reporter stated that the procedure was not completed. Assessment questions were sent to the reporter; however, no answers have been received to date. This report is being raised on the basis of injury due to unknown retrieval of fragmentation from patient¿s knee.

Event description:
The distributor reported on behalf of their customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a debridement procedure on (B)(6) 2023 when it was reported, ¿¿the tip of an edge bipolar arthroscopic wand broke off in the patient's knee.¿ there was no report of injury, medical intervention, or hospitalization for the patient or user. The reporter stated that the procedure was not completed. Assessment questions were sent to the reporter; however, no answers have been received to date. This report is being raised on the basis of injury due to unknown retrieval of fragmentation from patient¿s knee.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.